Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with the clamping mechanism damaged and with a cartridge reload loaded on the device. The reload was received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # l54w64. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, during a demo performance in the internal training, the device could not fire with the cartridge on its first firing. And the jaws could not open either. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.